Event description:
The manufacturer received information that a trilogy ev300 failed active exhalation control module pre-test during field change order remediation. There was no patient involvement, and no harm or injury reported. Testing failed for pressure verification set point 80: pilot: difference. In addition, device error code e-080 was noted in the download error log indicating the oxygen (o2) proportional valve that controls the flow of o2 to the blower inlet is mechanically stuck closed or open. Device repair has not yet been completed. If additional information is received, a follow-up report will be filed.